Event description:
During testing at the user facility, it was noted that the device door roller was broken. The device was returned to the biomedical department with a note that stated, "damaged." Additionally during testing, it was noted that the fluid shield was damaged and spillage was noted. No specific pt information, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller pin was broken. Additionally during testing, it was noted that the fluid shield was damaged and spillage was noted. The device has been identified as part of two product recalls. This report represents all the information known by the reporter upon query by hospira personnel.